Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after having a cold, the patient was experiencing uncomfortable stimulation and shocking. X-rays confirmed that one of the leads had migrated. In turn, surgery occurred to explant and replace the migrated lead. Post-operatively, the issue was resolved.